Event description:
In this case, a 19mm aortic valve was explanted after an implant duration of 0.40 month due to aortic regurgitation (ar). Through follow up with the health care provider, the following information was learned: it was indicated the explant was due to a technical issue during the implant procedure done by a young doctor. On (B)(6) 2011, the model 3000-19mm was implanted and on (B)(6) 2011 the valve was explanted and replaced with a magna valve, model 3000-19mm. The customer indicated there was no malfunction of the device and the device did not cause or contribute to the event. The device will not be returned for evaluation because it was discarded at the hospital.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. The device will not be returned for evaluation because it was discarded by the hospital. The health care provider has indicated that there was no malfunction of the device. The device did not cause or contribute to this event. No follow up doctor or surgeon contact information has been provided.